Event description:
The trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an active exhalation control module system pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. Repairs will be handled by a philips authorized service provider. If any additional information is received, a follow-up report will be filed.